Event description:
It was reported that the patient had ¿sharp electric shock¿ but not where the leads were. It was ¿smack dap on top of the head¿ which was not ¿where the wires were.¿ it was noted that the patient fell on their knee but nothing on the head. The patient noticed the electric shock on top of the head when they had an MRI with implantable neurostimulator (ins) protocol about one to two months prior to report. It was further reported that the patient had intermittent shocking at the top of head and at the ins battery site. The healthcare professional (hcp) noted that the patient had ¿kind of a complicated case.¿ the patient had generalized dystonia since a child. The patient also had gamma knife three times as a child. The patient got ins therapy ¿several years ago¿ and it had not ¿really made that much of an improvement.¿ it was noted that ¿they¿ were questioning if the leads were placed properly an MRI was conducted with ins protocol about one or two months prior to report. Since the MRI the patient had ¿electric shocks¿ right at the very top of the head. The patient felt the shocking at the top of the head every day. The leads were not in the location of where the patient felt shocking. The hcp noted that they did not suspect the shocking at the top of the head was related to the ins wires. It was noted that ¿every so often¿ the patient felt a shock at the site of the battery. It was ¿very intermittent¿ at the battery site. The patient felt the shocking at the ins pocket every ¿couple of days¿ or ¿a couple times a week.¿ the hcp noted that the patient reported it was not positional but the hcp noted that the patient had ¿a lot¿ of dystonic movement and may not be able to determine if it is positional. The patient was thin but the ins does not flip in their chest. The impedances were fine. Additional information was requested but was not available at the date of this report. See MFR. Report #3004209178-2013-15515 for information about the patient¿s other device. It was unclear if one or both devices caused or contributed to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4),implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4),product type: recharger. Product ID: 3389s-40, lot# v217680, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4),implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that there were no abnormal impedance values. The reporter noted that on (B)(6) 2013, an MRI was performed to evaluate for repositioning which was unrelated to the sensations. It was determined that repositioning of the leads was not necessary. On (B)(6) 2013, the patient experienced head numbness with an increase in pulse width from the right stimulator which resolved with a decrease in voltage. It was noted there was no change in "intermittent shocking." Patient symptoms of the reported event included a "shocking" sensation at the vertex of the head which occurred daily, but was intermittent. It was noted the patient did not require hospitalization due to the event and the patient outcome was no injury.